Manufacturer narrative:
While there is an allegation that the liberty cycler caused an overfill during this patient¿s ccpd treatment on (B)(6) 2017 resulting in hospitalization (course unknown); there is no documentation in the complaint file to support the liberty cycler malfunctioned. Treatment data was reviewed for iipv and there was no indication that the cycler overfilled the patient. It appears the patient. Made a liberty cycler programming error during set up on (B)(6) 2017, whereby the patient did not enter the manual fill volume performed prior to use of the cycler. User error may have been a factor in the patient event.

Event description:
On (B)(6) 2017, this patient (pt.) On continuous cycling peritoneal dialysis (ccpd) made a service call requesting a replacement liberty cycler. The pt. Stated she was hospitalized (course unknown) after the cycler allegedly caused an overfill during ccpd treatment on (B)(6) 2017. It is unknown if the pt. Completed ccpd treatment or what prompted the pt. To go to the hospital. A review of treatment data (during the call) for (B)(6) 2017 did not indicate the criteria for increased intraperitoneal volume (iipv) was met and there were no recorded alarms. Additionally, the pt. Stated she did not program the liberty cycler to account for a manual fill of 1500-200 milliliters (ml) during set up on (B)(6) 2017 (user error). The liberty cycler was not replaced.

Manufacturer narrative:
The alleged event is not confirmed. The complaint sample was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification. A follow up MDR will be submitted after completing of a clinical review of the customer experience.

Event description:
Peritoneal dialysis patient reported being hospitalized on an unspecified date for an over fill. Follow up with the patient's peritoneal dialysis nurse indicated that the patient's clinic was not aware of the patient being hospitalized. Additional information was solicited.